Event description:
Two blood leaks occurred at the initiation of dialysis in one patient on the same day. The first leak was at the 5th reuses and the second at the initial use. The total blood loss was 260cc from two cases of blood leak, since the blood was not returned to the patient. The patient is well.